Event description:
It was reported that the device exhibited oversensing of noise on the ventricular channel, resulting in several pauses, the longest being 1700 ms. The noise was not evident on the intracardiac electrogram. During a post implant check, the r-waves had decreased since implant and the device was programmed to unipolar sensing. Due to the recent oversensing in the unipolar configuration, the device was programmed back to the bipolar configuration.